Event description:
Patient reported he feels that he has been going through multiple whisperject devices and after 3 months the device jams and he ends up just not using it. Per patient he has not missed doses due to this. Transferred patient to speak with viatris regarding the whisperject issue (did not stay on the line with patient and viatris). Product lot number and expiration date are unknown. No adverse events reported. Unknown if patient has defective devices on hand for possible return. No further information. Reported to (B)(6) by: patient/caregiver.